Event description:
After using vanishpoint retractable syringes, it left a gray, metallic residue at injection site. Needle was not retracted in the arm. Multiple patients all with the same metal like residue at injection site. FDA safety report ID# (B)(4).